Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient was instructed to arrive at the hospital due to a remote transmission of right ventricular lead noise oversensing. Upon arrival, the patient mentioned they had been having multiple dizzy spells over the last couple weeks. Upon interrogation, it was observed the right ventricular lead had high capture threshold on the bipolar channel with intermittent capture and was oversensing noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.